Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2016 due to a nonunion, a broken plate, and two broken screws. The patient experienced an open fracture on an unknown date and was implanted with a 4.5 mm locking compression plate (lcp) condylar plate 12 holes/278 mm-left plate and two screws in (B)(6) 2015 in (B)(6). On an unknown date, the patient had a non-union. At a later time, the screws and plate broke on an unknown date with breakage confirmed by an x-ray taken on unknown date. During the revision surgery on (B)(6) 2016, one (1) broken 4.5 mm locking compression plate (lcp) condylar plate 12 holes/278 mm-left plate and two (2) broken screws were removed without difficulty. The patient was implanted with a retrograde antegrade femoral nail with a variable angle condylar plate. There was no surgical time delay and no patient harm, the surgery was successfully completed. During the revision surgery, the tip of the reamer irrigator aspirator broke and will be captured in linked (B)(4). This is report 2 of 3 for (B)(4).